Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The account manager claims that the product was returned, but the maquet facility has not yet received it. The tracking information was not provided on request. If the device is received, the complaint will reopen ,the investigation will be performed and a supplemental emdr will be sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.